Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid and an unknown medication via an implantable pump for failed back surgery syndrome, post lumbar laminectomy syndrome, and spinal pain. It was reported the patient was having pain and had been using enzo therapy. The patient did not indicate if the pain was prior to their infusion implants. The patient stated they have been on "diluadid" for years, including oral dilaudid, and her healthcare provider (chp) took her off oral opioids. The patient stated they were told to look at medical marijuana and ¿things like that.¿ therefore, the patient started using enzo therapy. The patient wanted to know if the enzo therapy would interfere with their pump because all of a sudden, for the past 2-3 weeks (relative to the date of the report, (B)(4) 2018), the patient had been having pain in their abdomen above and below their pump. The patient had lost 20 pounds, was throwing up every time they ate, and had to have surgery on (B)(6) 2018 in which their hcp put a scope in their abdomen and the patient had a computed tomography (CT) scan. The patient stated their hcp did not find anything and told the patient, ¿it¿s gotta be the pump.¿ no interventions were mentioned. It was also indicated the patient had pain in their back; it was unknown when this issue started. No further complications were reported or anticipated.